Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The cable was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The cable was returned for analysis. Functional testing determined that cable was malfunctioning causing the reported event. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735546, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a functional endoscopic sinus surgery (fess) procedure. It was reported that the system was having intermittent issue powering on. The field representative (rep) tried booting up the system without axiem box plugged in and was able to get the system to boot up as intended. When the axiem box was plugged into the system after booting up, the light emitting diode (led) displayed "7", which indicated that the axiem box was working as intended. No known impact to patient outcome. The probable cause was noted to be a short in the axiem communication cable. No further information available. There was no surgical delay and the case was completed without navigation.